Manufacturer narrative:
(B)(6). The customer did not provide the required intake information, such as the kit's lot number and logfiles, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported false positive results on a kitted nasal swab with the ID now covid-19 assay (date of testing not provided). Information regarding repeat testing was not provided. The patient was transferred to a different hospital. Confirmation testing (date of collection/testing not provided) with pcr provided negative results. No patient information, including symptoms, treatment, and outcome, was provided. No further information will be provided. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.